Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the artificial heart specialist that the pt's pump had failed. The pt ended up being transplanted. A few months after transplant the pt died. The device was removed and placed in formalin/saline solution. The surgeon was not convinced that the analysis of the pump would give a clear indication of the cause of death, but decided to return it anyway to the manufacturer for analysis.